Event description:
It was reported that during a lap colectomy procedure, the instrument was removed from the package using sterile technique, but was identified as being broken prior to using on pt. There were no pt consequences. Case completed with another device of the same product code.

Manufacturer narrative:
The instrument was returned with body fluids throughout the entire device. The clevis was noted to be broken off and detached from the shaft. We have documented the circumstances as they were reported to us. In add'l complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process. H3. Eval summary: the instrument was returned with body fluids throughout the entire device. The clevis was noted to be broken off and detached from the shaft. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.